Event description:
It was reported that a wireless module for a spectrum pump had batteries that were burned.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The wireless module was inoperable with a "check battery" alarm condition. This condition is due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion. The symptom of "batteries burned inside" was confirmed. When associated with wireless modules, is common user language to describe the appearance and/or smell of a wireless module that has suffered severe corrosion due to fluid intrusion. The device will be removed from service.